Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited capture anomalies. The device was successfully reprogrammed. The patient was in stable condition and would continue to be monitored.